Manufacturer narrative:
(B)(4). Implant date - the device was implanted in 2000. Concomitant medical devices - natural knee femoral component size 3 right catalog #: 6200000031 lot #: 1369161, natural knee porous stemmed tibial component size 2 catalog #: 620000421 lot #: 1390027, natural knee ii metal-backed patella size 0 catalog #: 620001100 lot #: 1396348. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The product was evaluated through manufacturing review, however, the complaint could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision due to post-operative breakage of the articular surface approximately eighteen (18) years post-operatively. No additional patient consequences were reported.